Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The involved device was not returned. However, a video was provided. Visual inspection noted that one reload was inside of a tissue cavity. A staple line was visible in the returned video. The reload was clamped onto a small piece of tissue. The I beam and sled were advanced to the distal end of the staple cartridge. The I beam was retracted. As the reload jaws were open, blood began to pour from the transected tissue. Several loose staples could be seen in the tissue cavity. Blood pooled in the tissue cavity. It was reported that staple line was bleeding. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a thoracoscopically assisted right upper lobectomy, during firing at the interlobar pulmonary artery, the cartridge section shakes slightly to the left and right about five times. After firing, there was a staple line bleeding from the blood vessel stump. The surgeon applied pressure hemostasis for arterial bleeding and use a hemostatic agent to stop the bleeding. Bleeding was observed again in the same site when the lymph node was resected, so a hemostasis treatment was performed again. There was a tissue damaged and surgical time was extended by more than 30 minutes.

Manufacturer narrative:
Concomitant products: sigphandle, sig power sigphandle handle (sn# (B)(6)) sigpshell, sig power sigpshell control shell (lot# unknown) sigadaptstnd, sig power sigadaptstnd linear adapter (sn# unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.